Event description:
A report was received that the patient developed infection at the ipg site with symptom of pain, erythema and minimal purulent drainage. The patient was treated with antibiotics and underwent an explant procedure. The physician stated that it was not device related. It was not determined if it was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.